Event description:
Account states that they failed five cap survey samples for phenobarbital. Complete follow up of the issue was not possible since the account has stopped running phenobarbital and does not want to pursue the matter.